Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1ml ls sp120 had issues with volumetric accuracy during use. The following was reported by the initial reporter: "during dose accuracy testing during design verification of one of our projects, we made the following observation: the plunger stopper was not coinciding with zero mark line after being fully inserted: bd sku: 303172. Batch: 1607011p. May we kindly ask you to let us know, if there were deviations/abnormalities observed during the production of the above batch that could have affected the above problem? In case you would like to receive syringes from this batch for your evaluation, please let us know. Thank you very much in advance for your feedback and evaluation. Best regards (B)(6).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/15/2021. H.6. Investigation: it has been received 63 samples without blisters of 1ml and 1 picture for investigation. Upon visual inspection of the 63 samples and 1 picture received, it can be observed the 0 line of the scale is lightly displaced in 10 out of the 63 samples. This displacement can be produced due to a misalignment of the pad which transfers the scale to the barrel. DHR of lots 1607011p is reviewed not finding any annotation or deviation regarding the alleged defect. Volume accuracy (at 1ml capacity and at 0,1 ml capacity) is checked on the 63 samples received according to pc-011 rev.12 and iso 7886-1 part 1 section 9. All the samples meet the capacity tolerance of iso 7886-1 part 1 section 9. H3 other text : see h.10.

Event description:
It was reported that a syringe 1ml ls sp120 had issues with volumetric accuracy during use. The following was reported by the initial reporter: "during dose accuracy testing during design verification of one of our projects, we made the following observation: the plunger stopper was not coinciding with zero mark line after being fully inserted: bd sku: 303172. Batch: 1607011p. May we kindly ask you to let us know, if there were deviations/abnormalities observed during the production of the above batch that could have affected the above problem? In case you would like to receive syringes from this batch for your evaluation, please let us know. Thank you very much in advance for your feedback and evaluation. Best regards, (B)(6)".